Manufacturer narrative:
Complaints of this nature are being investigated.

Event description:
The surgeon implanted an aq2010v 3 piece silicone lens. The lens haptic tore off during insertion into the eye. The lens was removed in pieces. No pt injury. The iol injector and iol injection cartridge unknown, model and lot numbers unknown.